Event description:
According to the reporter: occurred during a laparoscopic nissen procedure. The device was being used to sew the stomach. The suture broke unexpectedly. There were no difficulties experienced in toggling, loading, or unloading the device. In order to resolve the issue and complete the case, another suture was loaded. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one display box of device. The event report alleges the product was used in a surgical procedure. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The foils were inspected with light assisted microscopy with no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).